Event description:
It was reported that during a procedure, this right atrial (ra) lead exhibited high pacing thresholds. The physician opted to surgically abandon this ra lead and successfully replaced it with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a procedure, this right atrial (ra) lead exhibited high pacing thresholds. The physician opted to surgically abandon this ra lead and successfully replaced it with a new lead. No additional adverse patient effects were reported. Subsequent additional information was received that reported, xray was taken, however the images were determined to be unremarkable by the physician. No additional adverse patient effects were reported.

Event description:
It was reported that during a procedure, this right atrial (ra) lead exhibited high pacing thresholds. The physician opted to surgically abandon this ra lead and successfully replaced it with a new lead. No additional adverse patient effects were reported. Subsequent additional information was received that reported, xray was taken, however the images were determined to be unremarkable by the physician. No additional adverse patient effects were reported.